Event description:
Report received of an overdelivery. The pump was returned from clinical service with an unsigned note stating, "continuous drug infuses too fast, much faster then stated rate". There is no tracking information (nurse, patient, or location) available. The pump settings and medication infusing could not be recalled. There was no indication from the customer of any adverse patient event. Though multiple attempts were made to obtain additional information from the customer, no further information was provided.